Event description:
(B)(4) trial. It was reported that post a stenting treatment procedure, shortness of breath and hospitalization occurred. (B)(6) 2011 - the patient presented with coronary artery disease and a positive stress test. During the index procedure, the 2.5x12.0mm taxus liberte was deployed in the right posterior descending artery. Post procedure residual stenosis was 0% with timi iii flow. The next day the subject was discharged on clopidogrel and aspirin. (B)(6) 2011 - the patient presented with shortness of breath and was hospitalized. Five days later the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2011, the subject experienced pulmonary embolism and was hospitalized. Upon presentation to emergency room, the subject complained of worsening of shortness of breath, fatigue and weakness. The patient's troponins were normal. The patient's lab results revealed, ck-mb 9.9 units (reference range: unknown), troponin-I of 0.02 units (reference range unknown), computed tomography (CT) scan of chest showed bilateral pulmonary emboli with most prominent origin in the right upper lobe and the right lobe pulmonary artery. The patient was treated with lovenox subcutaneously and was also started on coumadin. The outcome of the event is reported as recovered/resolved. The patient was discharged from the hospital upon instruction to follow up with hematology for his hypercoagulable work up. The patient's discharge treatment medication include; aspirin, avapro, metoprolol, plavix, tricor, coumadin, folic acid and aldactone.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).